Event description:
It was reported by the mother of the pt (B)(6) that is in the hospital for a condition that causes a rash that the pt developed another rash which the hospital officials have stated wasn't associated with the condition was related to an allergy. Hospital officials suggested bringing in linens from home, mother did but rash still persisted. The mother of the pt reports that the rash goes away within 20 mins of taking pt off the mattress, but the rash persists when the pt is laying in the bed on the mattress.

Manufacturer narrative:
The product is not being returned to the MFR for eval, no product malfunction is alleged. Further info pertaining to the rash has not been provided.